Event description:
The complaint states that an unknown app issue was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the mobile device updating its operating system which closed the app. The reported event of an unknown app issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).